Event description:
Caller tested at approx noon with a result of 141mg/dl. Caller states that at 6:00pm he tested at 397mg/dl on the device and took 50 units of novalog. He reports that he did not eat his dinner at the normal time due to the high result as well. He states that 15-20 minutes later he began feeling shaky and exhibiting symptoms of low blood glucose. He tested his blood glucose at 67mg/dl 20 minutes after the initial test of 397mg/dl. He reports drinking soda and testing 121 mg/dl an hour later. No medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.